Event description:
It was reported that the patient had a severe reaction after using an unknown opsite flexigrid product.

Manufacturer narrative:
Our investigation into this complaint has now concluded. Unfortunately no sample has been provided preventing a more thorough investigation, the photos have been assessed however unfortunately do not help identify the root cause of the reported issue. An investigation into the manufacturing paperwork associated with this product has not been possible due to no product code and lot number being provided. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments. ¿although the photos support localized tissue edema, maceration and/or infection with a likely sensitivity reaction, the reported ¿severe allergic and septic reaction¿ to the unspecified opsite flexgrid dressings cannot be confirmed as these reported reactions are likely the result of inadequate initial wound treatment and/or dressing changes in the presence of a highly exudative burn wound. A systemic reaction to the dressings cannot be ruled out based on the images of the rash to the arm and leg. The patient impact beyond the reported local tissue symptoms with one occurrence of arm and leg rash/hives cannot be determined. While it is not uncommon for patients to incur mild sensitivity reactions to dressing adhesives, smith & nephew are unable to provide specific guidance on individual cases since we are unable to conduct a medical examination. If a patient has any concerns relating to their treatment we would always advise that they consult with their treating physician who can advise. It was reported that the wounds healed/symptoms resolved, therefore, no further medical assessment is warranted at this time.